Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the ok keypad button was intermittently unresponsive and required multiple hard presses to elicit a response. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(6) 2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2013 with the following findings: the keypad was found to be fully intact; no peeling was observed. During testing, the down arrow and ok keypad buttons were found to be intermittently unresponsive; the up arrow and contrast keypad buttons responded appropriately. There was evidence of contamination found under all key contacts. Unrelated to the complaint, evaluation revealed a discolored/faded display screen. For evaluation, the faded display was replaced with a test display; the test screen was found to be fully functional and fully illuminated with no visible signs of fading or discoloration. Evaluation also revealed a cracked battery compartment. No evidence of moisture contamination was found inside the battery compartment.